Event description:
It was reported that a large volume infusor had particulate matter on the reservoir. The device was filled with an unspecified amount of fluorouracil ¿half strength¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 10, 2014 - november 11, 2014. The device was received for evaluation. Visual inspection identified a black fiber on the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. A CAPA has been opened to address this condition. Should additional relevant information become available, a supplemental report will be submitted.